Manufacturer narrative:
A ge rep evaluated the system and reseated pcbs in the card rack. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the system is stuck in mag mode. No pt injury was reported.